Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 170 mg/dl and the patient administered insulin by pump. Patient does not have sufficient subcutaneous tissue where the infusion set was inserted. No further information available.